Event description:
The reporter contacted animas alleging that the audio bolus button was not responding, and the alleged issue began approximately 1 month ago. Reporter mentioned that there is no damage to the audio bolus. Reporter mentioned that the rubber is intact, no peeling or tears, wears pump in pocket and does not clean the pump. The pump has not been exposed to any water. The reporter denied that the patient exhibited any symptoms. The pump was replaced. The complaint is being reported since the alleged issue was not resolved over the phone. There is no evidence that the pump caused a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be intermittently unresponsive during testing.